Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, mfg date: 07-nov-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) dislodged post tether cut. Resistance was observed and slow tether removal was attempted however the leadless pacemaker dislodged from the ventricular wall and was successfully retrieved with a snare through the sheath. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.